Event description:
Complainant alleged that while treating an obese male pt (age unknown) the device delivered energy once to the pt, however, on a second attempt to deliver energy, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.